Event description:
Baxter sales rep phoned in a report on may 13, 2010 of a customer that experienced a separation above the upper y-site. This incident occurred with the clearlink duo-vent continu-flo set, product code 2c8541, with lot number r10c13021. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
Customer discarded samples, therefore no evaluation can be performed. Batch review has been performed on the reported lot number, no deviations were found in the batch review. (B)(4).